Event description:
It was reported that unit broke off inside the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported condition was not confirmed since the unit was not returned for evaluation. It was confirmed that the unit was discarded. The most probable root causes for the reported condition are: design: tether suture too weak for application; inherently sharp edge within ratchet sleeve design; repair suture cannot fit through anchor or anchor eyelets. Process: threader loop not manufactured to specification; anchor not manufactured to specification; burrs on ratchet sleeve. Application: excessive force; suture not loaded correctly onto threader loop; use of suture not indicated for reelx. Possible design root causes are not considered likely based on the complaint history review of the failure mode during the past 12 months. If there was a design root cause of the failure, it is anticipated that the occurrence of failure would be more widespread. Product surveillance will continue to monitor the quality of this product in the market, but at this time there is no reason to suspect a design root cause or process issues, as the occurrence of harm are within the predicted range per the risk document. According to the device history review, complaint trend and nc reviews the product was manufactured according to specifications, therefore any process related contributor is less likely. Therefore, based on the complaint history analysis, DHR, non conformance and user instructions review, the root cause for the reported condition is most likely application related. Since the complaint investigation was raised with minimal information on the event, additional information was requested. It was confirmed that one anchor broke during tensioning and one the white suture loop that pulls the suture tails into the anchor broke right off on both sides. It is possible that: the user tried to pass through an excessive amount of sutures (more than 2) through the same loop or; suture not loaded correctly onto threader loop; a bigger size suture or tape could have been used; excessive force was used. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that unit broke off inside the patient.